Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a synchronization error and discrepancy in medication quantities. The technical support specialist (tss) confirmed that the retry error occurred due to the system attempted to insert records referencing missing parent keys in adt.encounterpatientlocation, tx.storagespaceinventory, and tx.itemtransaction tables. The tss applied fix on the multiple retry encountered by four devices using the knowledge article "medstation es ¿ retry mode: insert into tx.encounteritemtransaction ¿ mismatching adt.encounterpatientlocationkey". The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server experienced discrepancies in medication quantities along with synchronization errors. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.